Event description:
No new information.

Manufacturer narrative:
D4: full UDI unavailable as lot unknown. D9: date of return provided. Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during a bipedicular spinejack procedure at l5 on a patient with myeloma, one side would not expand due to patient anatomy. It was reported that the pathological fracture had blastic and lytic lesions impacting bone quality and strength. After cementing both devices into place, the doctor tamped both access cannulas to ensure cement fill and containment within the vertebral body. During a final lateral x-ray after cement fill and completion of the spinejack procedure, imaging revealed the unexpanded implant had propelled through the anterior wall of the vertebra. The procedure was completed successfully following a 1-hour delay as a vascular surgeon performed an open laparotomy to retrieve the implant. No further medical intervention or adverse consequences have been reported. The patient is doing well.